Event description:
The patient reported that the initial procedure was not effective. A follow-up examination by a second physician noted that the sutures were insufficiently tensioned. A third physician performed a sleep study and airway examination. A second procedure, consisting of either a tongue suspension or tightening of the existing sutures, did not resolve the patients snoring.